Event description:
During a laparoscopic cholecystectomy procedure, pneumoperitoneum leaked from the instrument. The surgeon completed the procedure with the same instrument. No pt injury was reported.